Event description:
A discordant, falsely low magnesium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the emergency room physician(s). The sample was repeated two times on the same instrument. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant magnesium result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the reagent probe tip and performed a system check. The cause of the discordant magnesium result is unknown. The cse verified proper system functionality. The instrument is performing within specifications. Further evaluation of the device is not required.